Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received an email that reported higher values when scanning the adc freestyle libre 2 sensor compared to a competitor¿s brand meter. The customer reported sensor scans of 27.6,mmol/l, 26.2 mmol/l and 26 mmol/l were compared to 3 glucose test results of 13.0 mmol/l on the competitor's brand meter, however, it is unknown if the values were obtained at the time of the medical event. Furthermore, the customer stated they had "bad illness several times because of the wrongly measured values" and may have had a loss of consciousness or seizure and received unspecified third-party-medical treatment. No further information was provided. There was no report of death or permanent injury.